Event description:
The safety officer stated that the pt was being infused with tpn in the first channel of the trilogy pump at a rate of 6 ml/hr. At 3:30 the tpn bag was changed and they know that the rate was still 6 ml/hr. At 4:00 the labs "went crazy." The pt coded at 5:30 and subsequently expired. After the code - the rate was noted to be at 106 ml/hr. The total infused for the 12 hours before the code was 314 ml. The hosp sent the pump to an independent lab for eval who reported that channel 1 was infusing at a rate 10% less than the programmed rate. Reporter stated on multiple occasions that the hospital did not feel that the event was related to pump error or malfunction. The hosp believes that the pump is working fine but have sequestered it nonetheless. The hosp has been unable to determine what contributed to the overinfusion.